Manufacturer narrative:
Results: close examination of the detachment tip shows that the pull wire is in the capture feature and the coil's proximal constraint ball is seated between the pull wire and the fulcrum. The pet lock at the proximal end of the assembly is intact. These conditions are normal for a pusher assembly prior to coil release. The coil is not present at the end of the pusher assembly. The stretch resistant wire of the coil protrudes from the captured ball by approximately 10 mm. There is necking of the wire just before the break. About 3 mm from the break site, the wire is bent at 90 degrees. The coil was separated from the pusher without releasing the proximal constraint ball. This assembly is non-functional. Conclusion code: the damage seen agrees with the damage reported in the complaint. The necking of the wire suggests that this is a tensile failure. Review of the destructive testing preformed on this lot shows that all samples passed tensile strength tests with significant margin. This device appears to have been subjected to tensile force beyond its specification. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.

Event description:
The pt was receiving treatment for a cerebral aneurysm using the penumbra coil system. During attempted delivery of a penumbra coil 4cm x 6 mm curve into the ica aneurysm, the coil met significant resistance and the physician attempted to reposition and advance the coil several times. After several minutes of trying to deliver the coil, the physician realized that the coil had separated from the pusher wire. At this point, the microcatheter px 400 and the coil were removed from the pt simultaneously. No pt injury occurred, and the physician finished treating the lesion with a smaller 0.010" system.